Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device has exhibited high out of range shock impedance measurements greater than 200 ohms since it was implanted approximately eight months ago. The right ventricular (rv) lead vector programming was noted to be right atrial (ra) lead to rv lead. The triad vector also exhibits a high out of range shock impedance measurement greater than 200 ohms. The rv lead to device can vector has a shock impedance measurement of 74 ohms, which is within normal specification limits. Boston scientific technical services (ts) explained to the healthcare provider (hcp) that the rv lead is a single coil lead so the shock impedance measurements will be out of range if the vector programming includes the ra lead. Ts provided guidance to reprogram the rv lead to the rv lead to device can vector. The hcp stated that the patient is coming into the clinic so this programming change can be made. Ts and the hcp discussed this issue was likely missed at device implant. The device remains in-service. No patient symptoms or adverse patient effects were reported.